Event description:
"An 8.4 right guide was used to approach a lesion in the right coronary. The lesion was easily crossed with soft wires but neither 3.0, 2.5, or 2.0 wire would cross. A 2.5 catheter was advanced into the lesion but ruptured at 10 atmospheres and on pulling it back, the balloon separated from the rest of the sheath, and was removed with difficulty as a unit. The procedure was continued with a 2.5 balloon inflated to 18 atmospheres which also ruptured. The procedure was again attempted using a platinum wire with a 2.5 wire and got inflations to 15 atmospheres several times but proximal to the lesion. The procedure was discontinued when the patient experienced hemodynamic problems." With the additional information, co has upgraded this malfunction product problem to an adverse event of a serious injury.

Manufacturer narrative:
Explanation of conclusion code 68: unable to determine exact cause of balloon rupture due to insufficient information from the reporter. The additional information did not indicate the lesion was calcified or that the balloon was used in conjunction with a stent. Product evaluation: scanning electron microscopy of the returned catheter revealed deep scoring and gouges leading up to an angular tear in the balloon at 8.0 cm from the distal tip. The initial tear appears to initiate in the area of the scoring and gouges, and then lead into the circumferential tear. Both halves of the balloon are intact and complete, and are immobilized on the wire. Co reviewed the lot history records for this lot, and for other lots of this product and found that circumferential tears are not seen in lot release testing. Customer complaints of circumferential tears are rare, and previous occurrences were attributed to damage from calcification lesions. The tear in the balloon was caused by external damage. However, the cause of the damage is unk since the reporter did not release any specific information about the patient's physiology.